Event description:
It was reported that when a patient presented in the emergency room the device was found to be in backup vvi mode. A device restoration was performed successfully. The patient is stable and will continue with regular follow-up.